Event description:
The device was used during a diverticulitis resection procedure. Reportedly, the staples were missing. The surgeon manually sutured the operation site to complete the procedure. The hospital has reported no patient injury occurred.